Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving gablofen 2000 mcg/ml at 596.7 mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that the patient was currently in the hospital getting some exploratory treatment regarding his pump because yesterday the patient was experiencing massive twitching, itching, spasm, so they took the patient to the emergency room because it looks like symptoms of withdrawal. Per the reporter the patient had really bad curvature of their spine and the patient had experienced itching in march too and the patient¿s mother thought it was an allergic reaction or a reaction to flees from a puppy. The patient¿s mother gave the patient benadryl and it subsided. At the emergency room they are ¿observing and detect¿ on the pump. The patient¿s mother stated that yesterday the patient woke up and she washed him as she washes him daily because they patient couldn¿t wash himself. The patient was moving like he had ants in his pants, was itching and his muscles were very tight, was warm and perspiring. The patient was taken to the emergency room and was getting ¿exploratory treatment¿. The patient was hospitalized. No further patient complications have been reported as a result of this event.